Event description:
According to the reporter, during laparoscopic cecectomy(inflammation to cecum from appendix), two devices had no delivery of energy to targeted tissue in some activations (without any smoke or tissue reaction / but with activation & end sound) and normal delivery of it to there in other activations.(with smoke, tissue reaction, activation sound, & end sound). The surgeon was using the lf1837(1st) with ft10 normally(about up to 4-5 times activation to tissue) and then he tried to deliver energy of lf1837 to targeted meso-cecum. But he noticed that the tissue did not get to be burned and reacted at all and even any smoke was not created from the tissue at all, while normally hearing the activation tone from the ft10. And then, activation end tone took place from the ft10. The surgeon opened the jaw and noticed the tissue was not burned and sealed at all. He tried to squeeze the handle to deliver energy two times more, the same phenomenon occurred like before. Replaced the abnormal device with new lf1837 and was connected with the used ft10. And with this one, delivery of energy to tissue was done normally in several activations. However, same non-energy delivery phenomenon to the 1st lf1837 took place again in about end phase of the surgery. As he used it continuously, this phenomenon took place in some activations, normal delivery of energy was done in other activations. The normal & abnormal activation took place in turns. So, the surgeon decided to stop using the 2nd lf1837. The 2nd lf1837 was the last energy device in his surgery. The surgeon used endoscopic monopolar energy(endo bovie tip) as replacements. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results and the device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. No electrical or wiring issues were found. It was reported that the ligasure did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: an increased sensitivity of the jaw to produce regrasp alarms. Though we have confirmed the blunt tip device conforms to our design and performance specifications, this sensitivity may have contributed to the reported event. The most likely cause for the additional condition is traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cecectomy (inflammation to cecum from appendix), two devices had no delivery of energy to targeted tissue in some activations (without any smoke or tissue reaction but with activation & end sound) and normal delivery of it to there in other activations (with smoke, tissue reaction, activation sound, & end sound). The surgeon was using the lf1837 (1st) with ft10 normally (about up to 4-5 times activation to tissue), and then he tried to deliver energy of lf1837 to targeted meso-cecum. But he noticed that the tissue did not get to be burned and reacted at all and even any smoke was not created from the tissue at all, while normally hearing the activation tone from the ft10. And then, activation end tone took place from the ft10. The surgeon opened the jaw and noticed the tissue was not burned and sealed at all. He tried to squeeze the handle to deliver energy two times more; the same phenomenon occurred like before. Replaced the abnormal device with new lf1837 and was connected with the used ft10. And with this one, delivery of energy to tissue was done normally in several activations. However, same non-energy delivery phenomenon to the 1st lf1837 took place again. As he used it continuously, this phenomenon took place in some activations, normal delivery of energy was done in other activations. The normal & abnormal activation took place in turns. So, the surgeon decided to stop using the 2nd lf1837. There was no patient injury.